Event description:
Info received indicates that a pt coded in the bed when the CPR was used. It took approximately 22 seconds to lower the head section before the staff could administer CPR. The pt did expire, but it cannot be determined if the head section lowering slowly had any impact on the patient's outcome. The bed was located in (B)(4).

Manufacturer narrative:
The technician found the CPR linkage was out of adjustment. The technician adjusted the CPR linkage to repair the bed.